Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a navistar¿ electrophysiology catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. After catheters were removed from the patient and the sheaths were pulled post-procedure, the patient became hypotensive. Echo department was called and an ultrasound study was performed which showed a cardiac tamponade. A pericardiocentesis was then performed, with 500 ml fluid removed. The patient was stable and staying overnight for observation. The physician¿s opinion on the cause of this adverse event is that the physician thinks it was one of the diagnostic catheters, rv quad (st. Jude jsn) or cs decapolar (bard dynamic deca)- caller stated there were no signs of impedance drops during ablation. The patient required extended hospitalization because of the adverse event. A transseptal puncture was not performed. Ablation was performed prior to the cardiac tamponade. There was no evidence of a steam pop. No error messages were observed on biosense webster equipment during the procedure. The tube was left in place. The procedure was completed. There was no evidence of any effusion present before the procedure. Max wattage used: 50. Total lesions: unknown, total ablation time: 4 minutes 19 secs, total fluid: non irrigated catheter and other bwi products: just ablation catheter. The patient was stable after the pericardiocentesis was performed, and there is no patient update since then.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4) on (B)(6) 2022, it was noticed incorrect information was reported in the 3500a initial medwatch report under field d1. Brand name. It was reported as "ia (avnrt) ablation procedure with a navistar¿ electrophysiology catheter" however, the correct information is "navistar¿ electrophysiology catheter". The field has been updated with the correct information.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 27-oct-2023, it was noticed the incorrect product information was reported in the 3500a initial MDR. As such, the following fields have been corrected: field b4. Catalog has been updated from "ns7cl174hs" to "unk_navistar". Field g4. PMA/ 510(k) has been updated from "k892265" to "p990025".